Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to myopotential oversensing. The technical services (ts) analyzed the data and provided troubleshooting options. This s-ICD remains in service and was reprogrammed. The patient will be followed via latitude. No additional adverse patient effects were reported.